Manufacturer narrative:
Additional information: h4, h6, h10. H4: the lot was manufactured april 30, 2021 to may 1, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter address: (B)(6). Initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor under infused. It was further reported that the pump contained 115ml but only emptied about 80 ml and took 84 hours to deliver that volume. The expected infusion time was 46 hours. The device contained an unspecified cytostatic drug. This issue was identified during a patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.